Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured in horizontal form. The device was removed and the procedure was completed with the device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 8mm proximal of the distal balloon markerband. The distal section of the balloon material had been pulled distally over the tip of the device. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured in horizontal form. The device was removed and the procedure was completed with the device. No complications were reported, and the patient was in good condition after the procedure.